Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that insulin delivery was stopped due to low power. The aa battery was not replaced after the low battery alert. Customer did not received a low battery alert prior to replace battery alert and replace battery now alarm or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump has replace battery now alarms. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No replace battery alert or power loss alarm noted during testing or in the pump trace download. Verified multiple failed battery test in pump downloaded history on (B)(6) 2021 due to corroded battery tube. The electronic assembly were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No power loss alarm or replace battery now alarm noted during test or in pump history. Multiple failed battery test noted in pump downloaded loaded history due to corroded battery tube. (B)(4).